Manufacturer narrative:
UDI (B)(4) investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the commander delivery system balloon ruptured when the ultra valve was almost fully deployed. There was no need to post dilate the balloon, it was functioning well. The delivery system balloon was removed without intervention. There was no reported injury to the patient.  No balloon aortic valvuloplasty (bav) was performed, no extra volume was added to the balloon. It is possible the balloon burst due to the sinotubular junction (stj) and left ventricle outflow track (lvot) calcification. Additionally, when inserting the delivery system, prior to valve alignment, it looked as if the shaft of the catheter ¿got caught on something¿, and a slight bend occurred. However, valve alignment was able to be performed with no issue.

Manufacturer narrative:
Additional information indicated the right side was used for the edwards esheath and delivery system access. 3mensio imagery were provided by the complaint event site for review and the patient¿s native annulus has calcification present. The commander delivery system was returned to edwards lifesciences for evaluation after use in the procedure. It was fully inserted through sheath with loader. The returned delivery system was visually inspected, there was a partial longitudinal and radial burst. The nose tip wings were flared out. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. Measurements taken of the balloon met specification. No relevant functional testing could be performed due to the nature of the complaint and condition of returned device (burst balloon). The complaint was confirmed through visual inspection. A device history record (DHR) review was performed for the components that are the most relevant to the complaint event and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to balloon bursts. A review of complaint history from june 2019 to may 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the related complaint code. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Complaints were confirmed, but no potential manufacturing nonconformances that would have contributed to the complaints were identified. Available information suggested that the root causes were related to that detailed in technical summary written by edwards lifesciences. The technical summary found that patient factors (i.e. Annular, stj, or leaflet calcification), can present a challenging anatomy for balloon inflation and can compromise the structure of the balloon wall even at low inflation pressures. Additional complaints were confirmed. No manufacturing nonconformances were identified. Available information suggests that patient and/or procedural factors may have contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified and the respective trend category does not exceed control limits, no corrective or preventive action is required at this time. The review of complaint data found that the complaint rate did not exceed the may 2020 control limit for the related trend category. During the manufacturing process, the multiple 100% visual inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The IFU for commander delivery system with s3u and device training manual were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage.  The procedural training manual provides additional considerations during valve deployment:   slow inflation during initial deployment may help with stability of the delivery system and thv during deployment, if considered, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. Note that failure to use slow, controlled inflation and prescribed nominal inflation volumes may result in balloon rupture, and lead to patient death or serious injuries associated with difficulty retrieving the delivery system and surgical intervention.  If delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when removing the delivery system through the tip of the sheath.  Maintain guidewire position.  Check for pv leaks under echo.  If post-dilation needed, use a new delivery system.  No IFU/training deficiencies were identified. The complaint was confirmed from visual inspection of the device and the provided imagery. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the complaint event description, ¿it is possible the balloon burst due to the sinotubular junction (stj) and left ventricle outflow track (lvot) calcification¿. The patient¿s annulus was observed to be calcified in the provided imagery. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, a definite root cause is unable to be determined. It is possible that patient factors (annulus calcification) may have contributed the event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the applicable complaint control limits, a product risk assessment escalation is not required. The complaint occurrence rate did not exceed the may 2020 control limit for the applicable trend category. Since no edwards defect or IFU/training inadequacies was identified in the evaluation, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Update to d10, g4, h2, and h10. Supplemental report to reflect device return.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Correction to g1 and g2, update to g4, h2 and h10. Investigation is ongoing.